Event description:
Customer reported to philips unit alarmed low leak carbon dioxide (co2) rebreathing risk alarm on screen while in use. The device was in clinical use at the time the issue was discovered. The unit was removed from the patient without further incident. There was no patient or user harm reported. The customer verified the error code consistent with alarm message: low leak ¿ co2 rebreathing risk in log. The exhalation port is not blocked. The customer noticed possible sticky moisture in purge line tubing. The air inlet filter appears to be clean. The philips remote service technician (rse) advised the customer that possibly a nebulizer treatment may have contaminated the flow sensors. The rse advised the customer to run performance verification test (pvt) flow accuracy checks and to replace the flow sensor assembly to correct the issue. The part number for flow sensor assembly was provided. The philips remote service technician followed up with the customer who stated that pvt flow accuracy checks were performed and showed that the flow sensors are out of specifications and need to be replaced. The customer ordered the flow sensor and will replace it to resolve the issue. The customer is taking responsibility to correct/repair device.

Manufacturer narrative:
No further information has been received from the customer regarding this case up to this time. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.